Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the atrial output connector was broken. Analysis could not confirm the reported atrial mode issue; device passed all incoming functional tests. Analysis also found the display wires were pinched (insulation not compromised).(B)(4).

Event description:
It was reported that the external pulse generator (epg) had a possible connection issue as the atrial mode was not working. The epg was returned for repair. No patient complications have been reported as a result of this event.